Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has resolved. The recipient's device was activated. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection at the incision site after implantation surgery. The recipient was treated with oral antibiotics (type unknown). The infection is not believed to be device related.